Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 54 mg/dl and 114 mg/dl. The customer treated low blood glucose with food. Troubleshooting was performed. Customer also reported the received sensor signal not found. The device will not be return for analysis.